Manufacturer narrative:
(B)(4). Upon completion of the investigation, it was noted that the images were taken of the valve ¿as received¿. The valve was visually inspected; no defects noted. The position of the cam when valve was received was 200mmh2o. The valve was hydrated. The valve was tested for programming with programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks noted. The valve was reflux tested. The valve passed the test. The siphon guard was tested. The valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3182, with lot ctfbg9, conformed to the specifications when released to stock on the 12th may 2015. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Vp shunt. Pt experiencing low pressure headaches. Chpv setting increased to 170 mm h20 with good result initially, then re-occurring issues. Clinical tap test on reservoir indicated much lower pressure than indicated with vpv -10 mm h20 and when patient went from lying to sitting, the test fluid rapidly descended distally. ?? Pressure accuracy and siphon guard functionality. Ae to patient - shunt revised. No delay to procedure